Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probed did not cut during a procedure. Aspiration was working. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of probe did not cut during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector and the band paper on the tubing, in a tray with other unused items, for the report of not cutting during surgery. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge, bend area, and a couple other locations along the length of inner cutter. The complaint evaluation confirmed that the probe had a cut issue. The root cause for the poor cutting is the burr observed on the cutting edge of the port. During manufacturing the needle port is created using a wire electric discharge manufacturing (edm) process and a sample set is chosen for visual inspection from each edm fixture for a visual attribute inspection. All probes are also functionally tested for cut during a downstream functional inspection. The burr observed on the cutting edge of the port was created by the wire edm process and was not identified during manufacturing in process inspections. The burr on the cutting edge of the port was non-conforming; therefore investigation photos of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. An acceptable quality limit (aql) inspection is also performed and includes inspection for burrs on probe needles. The associated probe component lots met the aql release inspection criteria. Any non-conformances found are removed from the lot and scrapped. No adverse trends have been noted for this visual condition. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).